Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The customer was unable to provide the cgm and meter bg reading, but alleged the difference was up to 100 points off. As a result of the basal suspension, customer's blood glucose (bg) level rose to 325 mg/dl, with trace ketones. Customer gave a manual injection to address bg level and went to the hospital. Customer was treated with intravenous fluids of saline and insulin and released the same day, (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.